Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the customer did not report unit of measure, the meter could be exhibiting signs of the memory overwrite malfunction. Customer also reported experiencing symptoms of weakness and bradycardia. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.